Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The patient underwent surgical treatment for t11 compression fracture. During the process of suturing the skin, the doctor found that the suture was brittle and broke with slight force, resulting in increased bleeding and prolonged surgery time. The doctor immediately replaced another batch of suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide lot number. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. How long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.